Manufacturer narrative:
Additional data: b.5, b.6, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation and "encapsulation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion, broken shell and others and yellow particles on the shell. Leak test and microscopic analysis was performed which identified; sharp broken on valve seat diaphragm valve and crease smooth opening on posterior. Based on the device analysis the final assessment is: a sharp broken on valve seat diaphragm valve assessed as an unidentified (tear) opening. An opening crease smooth on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "encapsulation". Device remains implanted.